Event description:
The customer observed falsely elevated magnesium results for several patients on an alinity c analyzer. The following data was provided (customer¿s normal range is 0.7-1.1 mmol/l): sample ID (B)(6) initial result was 3.105, repeat result was 0.712 mmol/l. Sample ID (B)(6) initial result was 3.503, repeat result was 0.946 mmol/l. Sample ID (B)(6) initial result was 3.623, repeat result was 0.511 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6), sample ID (B)(6), and sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An abbott field service representative (fsr)was dispatched due to the customer reporting falsely elevated magnesium results on an alinity c processing module, serial number (B)(6). Through an extensive investigation, the fsr found the cuvette wash nozzle #1 #4 and #5, part number c-35016770-01, was clogged/blocked and needed to be cleaned, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely elevated magnesium results for several patients on an alinity c analyzer. The following data was provided (customer¿s normal range is 0.7-1.1 mmol/l): sample ID (B)(6), initial result was 3.105, repeat result was 0.712 mmol/l. Sample ID (B)(6), initial result was 3.503, repeat result was 0.946 mmol/l. Sample ID (B)(6), initial result was 3.623, repeat result was 0.511 mmol/l . There was no impact to patient management reported.